Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis and there was vegetation on the lead. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted. No further patient complications have been reported as a result of this event.